Event description:
The suspect meter exhibited variation in test results when compared with another poc meter. The following results were reported. 11/14, inratio: 4.3, coagucheck 3.4. 11/15, inratio 4.2, coagucheck: 3.2. 11/16, inratio: 4.2, lab: 3.4. Technical support shall send a new lot of strips for additional testing and perform follow up.

Event description:
The suspect meter exhibited variation in test results when compared with another poc meter. The following results were reported: 11/14 inratio 4.3 coagucheck 3.4 lab 11/15 inratio 4.2 coagucheck 3.2 11/16 inratio 4.2 coagucheck lab 3.4technical support shall send a new lot of strips for additional testing and perform follow up.